Manufacturer narrative:
Unit power up properly after battery installation. Unit passed self test and displacement test. No unexpected display anomalies including blank or flashing white display anomalies were noted. Traces of corrosion were found at the electronic and motor assembly per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a flashed display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that insulin pump was exposed to water. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.